Manufacturer narrative:
Product analysis: the everflex entrust sds was received for evaluation. The entrust stent delivery system was received without its handle red safety tab and tube. The entrust was received loaded on a 0.014¿ guidewire. The handle¿s safety tab cavity was examined; the inner guidewire lumen was kinked/looped within the handle¿s safety tab cavity. Back lighting of the distal end of the catheter was performed. The pusher was not in contact with the stent, the pusher could not be found within the distal end of the outer sheath. The proximal end of the stent is approximately 15.0cm proximal of the distal end of the stent. Approximately 16mm of stent was exposed and flowered. The entrust handle safety cavity was examined with a microscope: the guidewire lumen was kinked/looped within the cavity and the entrust pull cable was taunt. The pull cable was still attached at the proximal end of the outer sheath and the handle thumbwheel. The printed strain relief was cut and advanced distally on the blue strain relief/isolation sheath. The inner handle was examined. The handle was opened. The pull cable was routed within the handle and the inner guidewire lumen had several kinks. It was noted that the pull cable was wrapped one time over the inner guidewire lumen. The silver outer was visible within the handle and the pull cable was still attached to it. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex self-expanding stent with entrust delivery system to treat a 125mm plaque lesion in the mid-distal sfa. The artery had little tortuosity and a diameter of 6 mm. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.014" non-medtronic guidewire. The lesion was not pre-dilated. There was no resistance reported advancing the device and no excessive force was used. The thumbscrew/lock-pin checked for securement prior to procedure and the lock pin was removed prior to advancement. It was reported that the stent flowered 2-3 mm deployed and then the whole delivery system and stent started to retract and the thumb wheel felt difficult to turn. The partially deployed stent and the guidewire had to be removed together. Another device was used to complete the procedure. No patient injury was reported.